Manufacturer narrative:
The manufacturing record review could not be completed because the lot number was not provided. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and or imaging. Attempts were made to obtain medical records and imaging, but no response was received from the physician. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Insufficient device information received to determine device iteration. Corrections: e1: initial reporter, name and address has been updated. H6: device code: remove code 1399. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Insufficient device information received to determine device iteration.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. On a later date, the patient presented with a type iiia endoleak. The physician elected to treat the patient by unknown means on an unknown date. As of date, there have been no additional patient sequelae reported. There is limited information available as this event was discovered during a conference on (B)(6) 2019.